Event description:
It was reported that following weight loss, the IPG migrated and tipped on its side. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein the IPG was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.